Manufacturer narrative:
The pump passed the displacement, prime and excessive no delivery alarm tests. Unable to perform the basic occlusion or occlusion tests due to a broken reservoir tube lip noted. The test reservoir was installed and did not lock in place due to a completely broken reservoir tube lip noted. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a missing reservoir tube o-ring, a cracked belt clip slot, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 289 mg/dl at the time of incident. Troubleshooting found that the reservoir compartment is broken off and the reservoir cannot stay locked into place. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.